Event description:
It was reported that there was no atrial capture. Although atrial impedance was normal, there was no atrial sensing in unipolar or bipolar mode. Information was provided to the physician for pacing configuration options until the atrial lead issued is resolved (possible dislodgement of lead). The lead reamins implanted. There were no patient complaints or complications reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.